Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three certain® titanium large hexed screw (ilrght) were returned for investigation. Visual evaluation of the as returned products identified fractured at the middle threads. Device history record (DHR) review was completed for the subject lot number 1238798. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review for the subject lot number 1238798 was completed by searching keyword functional fracture screw in the category through manufacturer system complaint history review and no other similar complaints identified. Therefore, based on the available information, devices malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. PMA/510(k) number k072642.

Event description:
Doctor reported screw fracture.